Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abno") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue") and loss of libido ("loss of libido"). The patient was treated with surgery (removal of the device). Essure (ess205) was removed in 2012. At the time of the report, the genital haemorrhage, anxiety, depression, fatigue and loss of libido outcome was unknown. The reporter considered anxiety, depression, fatigue, genital haemorrhage and loss of libido to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abno") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue") and loss of libido ("loss of libido"). The patient was treated with surgery (removal of the device). Essure (ess205) was removed in 2012. At the time of the report, the genital haemorrhage, anxiety, depression, fatigue and loss of libido outcome was unknown. The reporter considered anxiety, depression, fatigue, genital haemorrhage and loss of libido to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive and abnormal') and menorrhagia ('abnormal bleeding menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 620729, 50065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sterilization. Concurrent conditions included vaginal odor, pelvic pain, menometrorrhagia, hypermenorrhea, uterine bleeding, endometrial polyp, anxiety, premenopause, abscesses of skin, endometriosis, insomnia, drug allergy and morbid obesity. Concomitant products included ciprofloxacin (cipro), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), ibuprofen, metronidazole benzoate (flagyl) and norethisterone acetate (aygestin). On (B)(6) 2006 the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). In (B)(6) 2006, the patient experienced abdominal pain ("pain abdominal"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression, psych injury"), fatigue ("fatigue") and loss of libido ("loss of libido"). The patient was treated with surgery (endometrial ablation and removal of the device). Essure (ess205) was removed in 2012. At the time of the report, the genital haemorrhage, menorrhagia, anxiety, depression, fatigue, loss of libido, vaginal discharge, vaginal haemorrhage, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, fatigue, genital haemorrhage, loss of libido, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2006 (ppf), (B)(6) 2006. Date(s) of removal: not removed (discrepancy as per new ppf). There was one trailing coil in each tube upon completion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124.73 kgs. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: abdominal pain, vaginal discharge, menorrhagia, vaginal bleeding most recent follow-up information incorporated above includes: on 26-jan-2021: mr received:lot number was updated. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive and abnormal') and menorrhagia ('abnormal bleeding menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 620729, (50065- inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization. Concurrent conditions included vaginal odor, pelvic pain, menometrorrhagia, hypermenorrhea, uterine bleeding, endometrial polyp, anxiety, premenopause, abscesses of skin, endometriosis, insomnia, drug allergy and morbid obesity. Concomitant products included ciprofloxacin (cipro), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), ibuprofen, metronidazole benzoate (flagyl) and norethisterone acetate (aygestin). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). In (B)(6) 2006, the patient experienced abdominal pain ("pain abdominal"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression, psych injury"), fatigue ("fatigue") and loss of libido ("loss of libido"). The patient was treated with surgery (endometrial ablation and removal of the device). Essure (ess205) was removed in 2012. At the time of the report, the genital haemorrhage, menorrhagia, anxiety, depression, fatigue, loss of libido, vaginal discharge, vaginal haemorrhage, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, fatigue, genital haemorrhage, loss of libido, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2006 (ppf), (B)(6) 2006. Date(s) of removal: not removed (discrepancy as per new ppf). There was one trailing coil in each tube upon completion diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124.73 kgs. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: abdominal pain, vaginal discharge, menorrhagia, vaginal bleeding most recent follow-up information incorporated above includes: on 2-feb-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive and abnormal') and menorrhagia ('abnormal bleeding menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 620729, (50065- not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization. Concurrent conditions included vaginal odor, pelvic pain, menometrorrhagia, hypermenorrhea, uterine bleeding, endometrial polyp, anxiety, premenopause, abscesses of skin, endometriosis, insomnia, drug allergy and morbid obesity. Concomitant products included ciprofloxacin (cipro), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), ibuprofen, metronidazole benzoate (flagyl) and norethisterone acetate (aygestin). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). In (B)(6) 2006, the patient experienced abdominal pain ("pain abdominal"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression, psych injury"), fatigue ("fatigue") and loss of libido ("loss of libido"). The patient was treated with surgery (endometrial ablation and removal of the device). Essure (ess205) was removed in 2012. At the time of the report, the genital haemorrhage, menorrhagia, anxiety, depression, fatigue, loss of libido, vaginal discharge, vaginal haemorrhage, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, fatigue, genital haemorrhage, loss of libido, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2006 (ppf), (B)(6) 2006. Date(s) of removal: not removed (discrepancy as per new ppf). There was one trailing coil in each tube upon completion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124.73 kgs. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: abdominal pain, vaginal discharge, menorrhagia, vaginal bleeding the lot number 50065 is not valid. Lot number: 620729 manufacturing date: 2006/06 expiration date: 2008/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive and abno') and menorrhagia ('abnormal bleeding menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 620729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal odor, pelvic pain, menometrorrhagia, hypermenorrhea, uterine bleeding, endometrial polyp, anxiety, premenopause, abscesses of skin, endometriosis, insomnia, drug allergy and morbid obesity. Concomitant products included ciprofloxacin (cipro), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), ibuprofen, metronidazole benzoate (flagyl) and norethisterone acetate (aygestin). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). In (B)(6) 2006, the patient experienced abdominal pain ("pain abdominal"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression, psych injury"), fatigue ("fatigue") and loss of libido ("loss of libido"). The patient was treated with surgery (endometrial ablation and removal of the device). Essure (ess205) was removed in 2012. At the time of the report, the genital haemorrhage, menorrhagia, anxiety, depression, fatigue, loss of libido, vaginal discharge, vaginal haemorrhage, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, fatigue, genital haemorrhage, loss of libido, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2006 (ppf), (B)(6) 2006. Date(s) of removal: not removed (discrepancy as per new ppf). There was one trailing coil in each tube upon completion diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124.73 kgs. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: abdominal pain, vaginal discharge, menorrhagia, vaginal bleeding most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: essure lot number. New events menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal discharge, added. Event psych injury clubbed to event depression, ablation marked as surgery for menorrhagia. On (B)(6) 2019: medical records received: treatment medication, concomitant medications and conditions added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive and abnormal') and menorrhagia ('abnormal bleeding menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 620729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal odor, pelvic pain, menometrorrhagia, hypermenorrhea, uterine bleeding, endometrial polyp, anxiety, premenopause, abscesses of skin, endometriosis, insomnia, drug allergy and morbid obesity. Concomitant products included ciprofloxacin (cipro), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), ibuprofen, metronidazole benzoate (flagyl) and norethisterone acetate (aygestin). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). In (B)(6) 2006, the patient experienced abdominal pain ("pain abdominal"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression, psych injury"), fatigue ("fatigue") and loss of libido ("loss of libido"). The patient was treated with surgery (endometrial ablation and removal of the device). Essure (ess205) was removed in 2012. At the time of the report, the genital haemorrhage, menorrhagia, anxiety, depression, fatigue, loss of libido, vaginal discharge, vaginal haemorrhage, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, fatigue, genital haemorrhage, loss of libido, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2006 (summons) and (B)(6) 2006 (ppf), (B)(6) 2006. Date(s) of removal: not removed (discrepancy as per new ppf). There was one trailing coil in each tube upon completion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124.73 kgs. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: abdominal pain, vaginal discharge, menorrhagia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.